Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The axiem emitter and communication box were replaced to resolve this issue. Codes b01, c07 and d02 are applicable to this analysis. The side mount emitter, lot number: 603002854, was returned to the manufacturer for analysis. The side emitter had a crack on the front side of the housing. Emitter was tested and was fully functional. Codes b01, c07 and d02 are applicable to this analysis. The controller, lot number: 603003871, was returned to the manufacturer for analysis. The returned controller was fund to be non-functional, as it would not connect to lat, as all connected components displayed as either faulted or stopped. The em interface, lot number: 1600403320, was returned to the manufacturer for analysis. The returned em interface was initially mi ssing the inner sleeve of the lemo connector. A new sleeve was added and the unit was further tested. Em interface faults immediately when plugged into lat station. No leds were illuminated except the amber fault led. Ports were not functional and localizer status displays faulted. Em interface was unable to connect to the emtest. Codes b01, c02 and d02 are applicable to this analysis. The new side emitter, lot number: 603003700, was returned to the manufacturer for analysis. The side emitter was tested on the lat s tation for an overnight burn-in test and displayed all green status for the duration of the test. Emitter was fully functional. Codes b01, c19 and d14 are applicable to this analysis. D9: the em interface and side emitter were returned 9/6/2024. The other side emitter and controller were returned on 8/20/2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message upon boot up. No patient was present. When the medtronic representative (rep) took the break out box and emitter to another known working unit, and the same issue appeared. The rep later reported that the print camera diagnostic details showed that the system fault was "bob rom". The result found that the bob was the issue, and a red led on the light status. The rep later again called to report that the side emitter was cracked out of the packaging.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735825 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735521 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735521r (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.